Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading at time of call was over 600mg/dl. It was stated that the customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. It was stated that the infusion set was changed to resolve the issue. The time, date, and programming were correct. Ran a fixed prime and high pressure test and they passed. The customer's most recent glucose reading was 70mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Mfg report 1 of 2, medwatch report # 2032227-2011-03096.